Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support instructed the customer to take a picture of the wave forms and send them to him. Informed the customers that there is a calibration procedure for the esophageal catheter. The transducer is on the epm pcb (enhanced patient monitoring printed circuit board). The customer will calibrate this transducer and see if it corrects the problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator was only displaying negative wave forms when they were using an esophageal catheter. The issue occurred during patient-use. The customer confirmed that there was no patient harm associated with the reported event.